Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) with this right ventricular (rv) lead exhibited high, out of range pacing lead impedance measurement of more than 2,000 ohms. Pacing threshold measurement was also slightly higher whereas shock impedance and intrinsic amplitude were stable. Subsequently, the device was explanted for normal battery depletion (nbd) while the lead remains in service. The lead was tested with the pacing system analyzer (psa) and pacing impedance measurement was within normal range. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.